Manufacturer narrative:
The pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was cut open to perform visual inspection and no moisture damage found on the electronic assembly, motor and vibrator assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement due to problem isolated on the pcb2. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had batteries are lasting only 3 days. Trobuleshooting was performed. Insulin pump was not dropped, bumped, or exposed to moisture battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.